Event description:
It was reported that following a sigmoid resection procedure, post operative recovery was complicated by leakage of the anastomosis. Reoperation was necessary on the 15 feb 2006. Inspection of the staple line of the anastomosis showed a defect of 4-5cm and malformed and open staples. These staples were removed. A hartmann procedure was performed. The patient expired.